Event description:
According to the available information the device was explanted and replaced due to a loss of fluid.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. No functional abnormalities were noted with the pump. A separation was noted on the exhaust tubing of cylinder 1. This was a site of leakage. The separation has a central groove, indicating contact with sharp instrumentation such as a needle. A separation was noted on the bladder of the reservoir. This was a site of leakage. The separation has a central groove, indicating contact with sharp instrumentation such as a needle. Based on examination, it was concluded that the observed separations in the reservoir bladder and the exhaust tubing would have allowed the reported ¿fluid loss¿ however, because the limited information provided does not indicate any factors that may have contributed to the reported event, and due to the brief period in-vivo, the sequence of events leading to the observed separation cannot be determined a review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information the device was explanted and replaced due to a loss of fluid.